Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have one blades broken at the base. A piece approximately 2 mm x 16.88 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument was found to be broken. The instrument was removed, wrist was extended, no resistance felt in the cannula, no damage found in other parts. No instrument fragments fell into the patient's body. Backup instrument of same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the instrument tip completely detached while performing a grasping task, but no fragments fell into the patient. The device had been in use for approximately 40 minutes prior to the incident, and the surgeon reported no functional issues or collisions with other hard materials leading up to the break. Although the instrument was inspected before use and showed no signs of damage, the surgeon believes the failure was caused by increased pressure on the blade.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with reported complaint of broken tip. No further escalations required for the image review.